Event description:
It was reported that venous occlusion due to upper left extremity deep vein thrombosis was observed post implant. The patient was put on anticoagulation therapy. The patient's condition was stable.

Manufacturer narrative:
No medwatch form was received.